Event description:
It was reported that this brady lead was not implanted successfully due to helix got bent after multiple position attempted. This lead was replaced with the a different model and will not be returned for analysis. No adverse patient effects were reported.